Manufacturer narrative:
The reported 5.5 twinfix ultra ha anchor assemblies intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Use of excessive force during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, anchor was passed in the direction and without exerting any force through the cannula, after giving the second thread to the anchor, this broke in an oblique shape. Anchor was removed without any inconvenience and another one was passed from the same reference. There was no significant delay and no patient injuries were reported.